Manufacturer narrative:
If additional information is received which changes the outcome of the investigation, a follow-up report will be submitted.

Event description:
It was reported during a surgery on (B)(6) 2020 the incore lapidus targeting guide assembly right froze. The surgery was delayed for about an hour. Surgery was completed using another system. Patient outcome was reported as good and there were no patient complications.